Event description:
As reported (B)(6) 2014, a patient of unk age and gender presented for an microwave procedure of the lung. When the device's sterile package was opened during prep for the procedure, it was noted the tip of the applicator was fractured off from the probe shaft. The reported disposable device was set aside and a new of the same device was used to complete the procedure. It was reported the patient suffered no harm or injury due to this event. It was reported the disposable device is available for return to the manufacturer for evaluation.

Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. A review of the device history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Complaint # (B)(4).